Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01489. It was reported that the pt's stimulation coverage had changed, and it could not be captured via reprogramming. Diagnostic tests exhibited invalid impedance readings for multiple lead contacts. An x-ray allegedly showed no anomalies. The physician decided to explanted and replace the lead with a surgical lead on (B)(6) 2011. During the explant procedure, the physician observed that the pt's ipg appeared to have fluid in the leader. The physician decided to explant and replace the ipg as well. No further pt complications were reported.